Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The device estimated battery longevity remaining went from 10 years to 5.5 years within one year. Data analysis was performed, and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. The healthcare professional was informed by the local boston scientific representative and the decision will be made at a later time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was return for analysis.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The device estimated battery longevity remaining went from 10 years to 5.5 years within one year. Data analysis was performed, and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The device estimated battery longevity remaining went from 10 years to 5.5 years within one year. Data analysis was performed, and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. The healthcare professional was informed by the local boston scientific representative and the decision will be made at a later time. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The device estimated battery longevity remaining went from 10 years to 5.5 years within one year. Data analysis was performed, and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. The healthcare professional was informed by the local boston scientific representative and the decision will be made at a later time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.